Manufacturer narrative:
No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Three opened trocars were received for evaluation. The returned samples were visually inspected . Two samples were found conforming and one sample was non-conforming with a cut in the septum. The two conforming samples were then functionally tested for leaking and were found conforming. It is unknown how or when the samples became damaged because they were returned opened. Due to an observed increased trend for this event, an internal investigation was initiated to determine if corrective and preventative actions were necessary. A root cause for the increased complaint rate was found to be related to a manufacturing post assembly inspection practice. This complaint does not identify a reported lot so it cannot be determined if the complaint can be attributed to the post assembly inspection. The post assembly inspection has been discontinued and an effectiveness check has been established and will be monitored periodically. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the valved trocars leaked during a vitrectomy procedure. No additional patient or procedure details were provided with the initial report. Additional information and product sample have been requested.